Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while the patient was resting in the sick ward, there should have been a no external power state twice during the day when the mobile power unit (mpu) was running, but the history shows that it was only confirmed once. The nurse had accidentally pulled out the mpu plug momentarily around 12:00 and 15:00. The history was checked on the system monitor and there was no no external power alarm recorded. The log files were submitted for concern and found a no external power event at 12:55:15 and 15:32:41. The system monitor operated as intended, other than not showing the alarm. There were no products exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm on the mobile power unit (mpu) was confirmed via the submitted log files. The mpu (serial number: (B)(6)) was not returned for analysis; however, log files were submitted for review and data from the reported event date of 22apr2024 was reviewed. At 12:55:15 while connected to the mpu, a no external power event occurs due to a loss in alternating current (ac) power. The event resolves when power is restored to the mpu at 12:55:18. This no external power event happens again at 15:32:41. The backup battery provided support to the system during the no external power events. There were no other notable events active in the log file. Pump operation was not affected. Additional provided information stated that a nurse had accidentally disconnected the power cord of the mpu. The root cause for the reported event was determined to be due to a disconnection of the mpu power cord due to user error. The device history records were reviewed, and the records revealed that the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.